Event description:
Patient representative reported ¿plaintiff has been complaining of an increasingly painful hardening of both breasts, especially on the left side, as well as general fatigue with a feeling of illness and undulating subfebrile temperatures. Surgical palpation revealed the diagnosis of capsular fibrosis on both sides as well as the suspicion of a silicone tumor in the left axilla. This suspicion was confirmed in the meantime by recovery from a sonographic examination. The histological examination revealed that in the meantime, considerable amounts of silicone had accumulated in the lymph node. The lymph node in the axillary cavity (left axilla) had to be removed as a result. The implants are ruptured on both sides¿ and "there is now a predisposition to develop lymphoma (bia-alcl)". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿as well as the suspicion of a silicone tumor in the left axilla¿, ¿considerable amounts of silicone had accumulated in the lymph node¿, and ¿lymph node in the axillary cavity (left axilla) had to be removed as a result¿; ruptured. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, b6.

Event description:
Patient representative later reported capsular contraction, baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported ¿plaintiff has been complaining of an increasingly painful hardening of both breasts, especially on the left side, as well as general fatigue with a feeling of illness and undulating subfebrile temperatures. Surgical palpation revealed the diagnosis of capsular fibrosis, referred to "capsular fibrosis-baker grade unknown" on both sides as well as the suspicion of a silicone tumor in the left axilla. This suspicion was confirmed in the meantime by recovery from a sonographic examination. The histological examination revealed that in the meantime, considerable amounts of silicone had accumulated in the lymph node. The lymph node in the axillary cavity (left axilla) had to be removed as a result. The implants are ruptured on both sides¿ and "there is now a predisposition to develop lymphoma (bia-alcl)". This record is for the left side. Device remains implanted.